Manufacturer narrative:
A partial lead with the connector pin measuring 27.1cm was returned for analysis. External insulation abrasion was noted at 25.0-25.7cm from the connector pin. The etfe coating was intact at this location.

Event description:
It was reported that the patient received inappropriate high voltage therapy. Noise episodes were noted during follow-up. Insulation anomaly was noted during lead revision. The lead was partially extracted and a new lead was implanted without incident. The patient condition was fine after the procedure.